Event description:
There was poor etco2 waveform/etco2 not working properly. No patient harm, but unable to monitor etco2 after procedures. Biomed did come and evaluate and found that there was a plastic part that was not allowing contact but once replaced, the unit worked, but then when placed on patient, did not read etco2.